Manufacturer narrative:
H3: the catheter was received in addition to the introducer needle, anchor deployment tool, introducer needle stylet, guidewire, a n on-medtronic glass syringe with plunger, and a fine nylon tool/device which could not be identified. The returned devices were subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Visual inspection identified damage/foreign material in the introducer needle. Analysis also identified an anomaly to the catheter/guide wire. A bend in the guidewire was observed consistent with damage that occurred during implant. The distal end of the catheter was observed as having a bend consistent with having the bent guidewire inside of the catheter long enough to attain the set. The tip of the non-medtronic glass syringe was received with a broken tip. As received, the introducer needle hub contained broken glass from the non-medtronic syringe. The introducer needle as received was slightly bent, and this deformity is consistent with usage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Refer also to manufacturer report # 2182207-2023-00268 regarding prior event (catheter fracture and csf leak). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. Regarding the initial reason for pump and catheter replacement, the physician fractured the catheter at a prior/first procedure and the patient experienced cerebrospinal fluid (csf) leak. Refer also to manufacturer report # 2182207-2023-00268 regarding prior event (catheter fracture and csf leak). It was when they went to re-approach that the found the catheter fracture through a contrast test. The physician then removed the catheter from the intrathecal region and placed it in the abdominal region along with the pump, leaving the pump in a minimum rate. The physician then had to submit the patient to a new procedure to change the catheter, which was where the puncture was difficult and the puncture needle had broken. It was further indicated that the physician only reported the right hemiplegia and bruises, and then did not provide any more information about the patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, foreign, distributor) regarding a patient who was receiving morphine of an unknown concentration at an unknown dose rate via an implantable pump. It was reported the event occurred during a pump and catheter replacement procedure. The physician started the procedure by reading the pump, which was at a minimum rate, and with a catheter attached to the abdominal region. Soon after verifying the proper functioning of the pump by telemetry, the abdominal bag was opened and the pump was exposed and placed on a surgical table protected with a sterile pad. Then the patient was positioned in lateral position; scopy (x-ray machine) was positioned and the procedure for inserting the catheter with an introduction needle was started. It was noted that the physician had difficulty in manipulating the needle, making repeated attempts at the puncture (several repeated punctures), without success in finding the proper positioning. The doctor used a glass syringe on the needle and the syringe tip broke inside the needle. He then requested that a new catheter be opened, as he could no longer proceed with the procedure, claiming that the material was damaged due to its poor quality. It was further reported that the physician had broke the introductory needle. The procedure was then terminated by the physician and the pump was not replaced in the patient. It was indicated that the physician was informed days before the procedure and was asked about doubts or help about the technical procedure, having ignored the questions. It was indicated that the physician refused to provide an rgo and report. The patient was active and walked perfectly. However, after this surgery she had bruises and began to experience hemiplegia on the right side with hematomas. The patient had an increase in surgical time of about 2 hours, due to the difficulty in handling the material. The patient required hospitalization and was permanently injured as a result of the event. The patient was with injury regarding their status as of (B)(6) 2023. The procedure was completed without implant. The model 870 catheter, with lot number 0223027731, was never implanted and was to be returned to the manufacturer. The patient's age and weight at the time of the event was unknown.